Manufacturer narrative:
Npb will notify FDA should further info become available.

Event description:
Npb rec'd info that suggested that the device failed to cycle while in pt use. There was no report of pt harm by the customer.